Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set was unable to prime. The reporter stated that when the bottle was spiked and vent opened, nothing would drain into the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.